Event description:
It was reported that during a routine check , the cardiosave intra-aortic balloon pump (iabp) was unable to get an arterial pressure wave. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer evaluated the unit and found that adapter cable, bp transducer was defective. Replaced cable provided by customer. Cardiosave-performed full pm, calibration,safety, and functionality checks completed per the service manual and passed to factory specifications. Returned to clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cardiosave intra-aortic balloon pump (iabp) was unable to get an arterial pressure wave. There was no patient involvement.